Event description:
Complaint was originally assessed reportable for the(B)(4) 2013 asr, however this is now reportable based on investigation results approved on (B)(6) 2013. It was reported that during a balloon angioplasty procedure, a balloon burst occurred. The 75% stenosed, 2mm long with 18mm vessel diameter and de novo target lesion being treated was located in the non tortuous nd non calcified esophageal artery. An 18-2/5.8/120 xxl esophageal balloon catheter was used for dilatation. Upon the first inflation, the balloon ruptured at 3 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a circumferential tear.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. A visual examination of the device observed no damage to the shaft of the device. A microscopic examination of the balloon material observed a circumferential tear 2.3cm proximal to the proximal markerband. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).